Event description:
Total knee replacement being performed. While engaging\disengaging the smith & nephew device intra-operatively, the surgery time extension was greater than 30 minutes. In accordance to 21 cfr 803, it is concluded that this is a reportable event.

Manufacturer narrative:
The associated insert was returned and evaluated. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.